Event description:
It was reported that the patient's implantable cardioverter defibrillator failed to pair to their merlin mobile application due to a suspected bluetooth telemetry issue. The patient presented in clinic and a bluetooth reset was performed. The device was successfully interrogated following the reset. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity. No other anomalies were found.